Event description:
Patient reported left side "implant is hard and the body is rejecting it". Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4. Lab analysis: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: creases observed on the device. White particles observed in the surface of the shell.